Event description:
The customer reported that the device jaws locked up on tissue during an upper laparoscopy procedure and had to be cut out. There was no complication or injury to the patient.

Manufacturer narrative:
(B)(4). (B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.